Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing threshold measurements and decreased impedance measurements from 1100 ohms to 650 ohms. The lead was found to be dislodged. The device outputs had been reprogrammed. It was noted that the patient had delirium tremens (dts) and had been non-compliant. A surgical revision was performed and this lead was explanted and replaced. The lead had embedded tissue in it and it was noted that the lead was likely torn out due to the patient moving around. No additional adverse patient effects were reported.